Event description:
It was reported a pre-deployment angiogram was performed and a patient had an angio-seal placed in the right femoral artery. The deployment was normal and the patient was discharged from the hospital. The day after deployment while at home, the pt choked while drinking tea and forcefully coughed. The patient had also felt a pop in the groin area and noticed a hematoma began to form at the puncture site. The patient returned to the hospital emergency room and was re-admitted. An ultrasound was performed to diagnose the bleed, and the patient also received an injection (medication and dose unk) to disperse the blood. The patient was reported to be recovering and was later discharged.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device patient's info guide, which the patient is instructed to carry with them for 90 days, states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.